Event description:
During a routine follow-up, loss of capture and decrease in sensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve this event. The patient was stable.